Manufacturer narrative:
(B)(4). Date sent 8/21/2025 d4 batch # 560d66 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with handle shroud separation from indicator area to shaft. No battery was received. Only the anvil half washer was present and there were no staples present. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the handle shroud separation noted during the visual inspection. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 560d66, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2025 additional information was requested, and the following was obtained: here below answers obtained from sales rep on 25th of august: what were the indications for surgery? Colorectal anastomosis what surgical procedure was performed? Robotic left hemicolectomy did the patient receive any preoperative chemotherapy or radiation? I don¿t know were there any issues experienced with the device in the initial surgical procedure? No issues what healthcare professional fired the device and what is his/her experience with the device? D.ssa laura mastrangelo; expert in colorectal surgery where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don't know did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I don¿t know were there any issues with device use/firing? No issues during firing what confirmation was received that the device completed the firing sequence? I don¿t know was the green checkmark visible at the end of the firing? I don¿t know how many counter-clockwise revolutions of the adjusting knob were used to open the device? I don¿t know was there any difficulty removing the device? I don¿t know was a complete transection of the white breakaway washer visually confirmed? I don¿t know were the donuts inspected? If so, please describe. I don¿t know were there any issues noted with staple formation? If so, please describe the shape and location. No staples were visible in the posterior part of the anastomosis. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No other contributing factors.

Event description:
It was reported that during a robotic left hemicolectomy, when the colo-rectal anastomosis was packaged using a 29 mm electric circular suture machine, the opening of the anastomosis at the posterior wall where no staples are visible is shown following methylene blue tests, a malfunction of the suture is observed. For this reason, resection of the previous anastomosis and repackaging of the anastomosis with a new sucturator are carried out after further isolation of the mid-distal rectum.

Manufacturer narrative:
(B)(4). Date sent 8/7/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? A temporary protective ileostomy was performed. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No changes in the post-op care of the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.